Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years post implant of perfix plug, patient was diagnosed with pain, scar tissue, mesh migration and mesh deformation underwent repair with mesh removal. Note, the manufacturing date (15-aug-2009) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with indirect left inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿the hernia sac was dissected free from the surrounding tissue and reduced. A perfix plug and patch was trimmed to accommodate the internal ring and anchored with sutures.¿ (B)(6) 2012 - patient had chronic groin pain due to mesh thereby underwent open repair with the removal of mesh. Per operative notes, ¿scar tissue was taken down and the old mesh was removed in pieces as it was very fragile and falling apart. The remaining defect was closed with suture and biological mesh was placed over and secured with suture.¿ attorney alleged that the patient had adhesions, pain, scar tissue, mesh falling apart and emotional injuries.